Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that an alert was triggered for an out of range pace impedance on another manufacturer's right ventricular (rv) lead that was connected to this implantable cardioverter defibrillator (ICD). Pace impedance measurements had been stable until the alert and shock lead impedance was also stable. The one out of range value was greater than 3000 ohms. ICD sensing and threshold remain unchanged. Pocket manipulation did not produce any noise and the electrograms (egm) are clean. During the in clinic check the pace impedance measured 452 ohms. This patient will be monitored. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information indicated that intermittent loss of capture (loc) was observed with this ICD. The patient has an underlying rhythm so no pauses were seen. Fluctuating thresholds were also noted to have occurred, during isometrics. A revision procedure was performed. During the procedure, it was confirmed that a setscrew was loose. The device was removed and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.